Manufacturer narrative:
The customer has not returned the device to use.

Event description:
Ems were attending to an alert pt complaining of syncope and flu like symptoms. During an attempt at routine monitoring, the screen allegedly displayed connect leads and a flatline. The operator verified all leads were attached and could not discern a reason for the message. The operator switched to the paddles monitoring mode and was able to continue treatment. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.